Manufacturer narrative:
Additional information: the initial reporter also indicated this incident was considered to be a serious medical product complaint, however, the initial reporter was unable to provide additional information due to patient confidentiality. Therefore, this incident was determined to be MDR reportable. The bd adverse events group has determined the claim of a ¿serious medical product complaint¿ implies that medical intervention was provided. Device evaluation: results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4181639 and there were no issues with seals or sterilization during the manufacture of this batch. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 19 g x 1 1/2 in. Bd nokor filter needle was associated with an event where a patient developed endophthalmitis while receiving the drug lucentis. It is unknown if any medical interventions were provided.